Manufacturer narrative:
The reported event of difficulty to remove stylet from lead was not confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. Analysis was normal. No anomalies were found.

Event description:
During an initial implant procedure, it was noted that there was difficulty removing the guidewire from the right atrial (ra) lead. The ra lead was not used and a new ra lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.